Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted the mesh implanted in the (B)(6) 2010 surgery had migrated intra-abdominally and become adherent to the omentum. This required a partial omentectomy and removal of contaminated and old material. Full thickness debridement of the abdominal wall, fascia and muscle were required. It was reported that the patient experienced severe pain, diarrhea, inflammation and loss of appetite. No additional information was provided.